Event description:
It was reported that a wireless module is generating a constant check battery alarm. It was also reported that the device appears to have an enlarged opening for one of the battery contacts "due to excessive heat." The customer stated that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and found the wireless battery module was inoperable due to constant check battery messages. An internal inspection of the device found corrosion and signs of overheating on the printed circuit boards and the case. Fluid residue was found inside the battery case suggesting fluid intrusion occurred causing a short which allowed the printed circuit board to overheat. Further engineering investigation found that the fluid was able to enter the battery module due to a lack of sealant at the top of the battery module case. A replacement device was issued and the device will be retired from service.